Event description:
It was observed during the device evaluation that the fiberscope exhibited parts that were loose or had separated and fallen off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that glue to fix the first skeleton ring and distal end came off by stress on distal end and/or moisture invasion of distal end due to pinhole at distal sheath. The event can be detected and prevented by following the instructions for use which state: "olympus enf type gp chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.